Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the reported line through display screen was unable to be duplicated during investigation. During testing, the screen was found to befully functional and fully illuminated with no signs of extrinsic lines visible on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a line through the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.